Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 09/2022. Device pending return.

Event description:
It was reported that during stent placement procedure, the stent allegedly had deployment issues. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. The condition of the returned delivery system confirmed an expansion issue. The silicone brake of the inner catheter, which was under the stent, was found shifted to distal which indicated that the stent adhered to the brake leading to breakaway and shifting upon removal. Images were provided demonstrating the placed stent inside the vessel. The stent was visibly constricted in the area of the silicone stent brake. Distal and proximal of that section the stent was expanded so that it appeared like an hour-glass which indicated that the deployment sheath was retracted and that the stent adhered to the silicone brake, which leads to a confirmed result for expansion issue. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 09/2023), g3. H11: e1, h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure, the stent allegedly had expansion issues. There was no reported patient injury.